Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported an issue with the spectrum autopass suture passer, item #: smi-02ap, serial #: (B)(4), that occurred (B)(6) 2019 at the (B)(6) hospital, during a rotator cuff repair involving a (B)(6) female patient. It was reported only "the jaw is broken". It is marked that there was no impact or injury to the patient and the procedure was successfully completed with no delay by using other equipment / an alternate device. Additional information received indicated the lower part of the clamp (jaw) broke apart and the jaw fell off the spectrum autopass suture passer into the patient. The piece was extracted with the help of a grasper clamp. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported complaint of the broken jaw is confirmed. A visual examination of the returned used device found the lower jaw is broken and the device failed functional tests. This is a purchased finished device. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. The service history was reviewed, and no prior data was found. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 85 complaints, regarding 86 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0. 002. As this is a reusable device, the potential number of uses is not considered in this occurrence rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean suture passer properly after each use. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.